Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for thyrotropin (tsh), ferritin and vitamin b12 for one patient sample. The initial results were: tsh 4.77 uiu/ml ferritin 39.95 ug/l vitamin b12 322.5 pg/ml as the analyzer then had a tip jam and probe crash, the sample was repeated. The repeat results were: tsh 2.21 uiu/ml ferritin 1785 ug/l vitamin b12 822.8 pg/ml the sample was then tested on another analyzer at the site. The results were: tsh 2.18 uiu/ml ferritin 1985 ng/ml vitamin b12 787.0 pg/ml the initial results were reported outside the laboratory. The patient was not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative found the sample liquid level detection (lld) voltage was too low. The lld voltage was adjusted. The customer ran qc and numerous samples without error.